Manufacturer narrative:
E1: initial reporter phone: (B)(6). The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. Correction to the initial MDR in block d2a common device name. Additional information was received and blocks b5 describe event or problem and h11 additional MFR narrative.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure the patient experienced air embolism, cardiac arrest, and cardiogenic shock. After the transseptal puncture the farawave catheter and faradrive sheath were inserted into the patient. The sheath was aspirated, and some air was noticed in the sheath shaft and in the aspiration syringe. The air was aspirated out and the patient had no symptoms at that time; however, about two minutes later the patient suffered cardiac decompensation and required resuscitation. An echocardiogram ruled out pericardial effusion and aortic puncture, though severe 3-vessel coronary heart disease was detected. Extracorporeal membrane oxygenation (ECMO) and a percutaneous ventricular assist device were used during resuscitation to support circulation. The patient was resuscitated for a total of two and a half hours. The procedure was cancelled due to the complications. The procedure had been conducted with local anesthesia rather than sedation for the patient. The patient was sent to the intensive care unit (ICU) and ventilated. The patient was unstable and unresponsive, and later expired due to the complications. The patient's heart was no longer able to provide sufficient output on its own, and the patient was no longer able to survive without a heart support system. The device is expected to be returned for analysis. It was further reported that the patient had an ejection fraction of >55% pre-procedure. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure the patient experienced air embolism, cardiac arrest, and cardiogenic shock. After the transseptal puncture the farawave catheter and faradrive sheath were inserted into the patient. The sheath was aspirated, and some air was noticed in the sheath shaft and in the aspiration syringe. The air was aspirated out and the patient had no symptoms at that time; however, about two minutes later the patient suffered cardiac decompensation and required resuscitation. An echocardiogram ruled out pericardial effusion and aortic puncture, though severe 3-vessel coronary heart disease was detected. Extracorporeal membrane oxygenation (ECMO) and a percutaneous ventricular assist device were used during resuscitation to support circulation. The patient was resuscitated for a total of two and a half hours. The procedure was cancelled due to the complications. The procedure had been conducted with local anesthesia rather than sedation for the patient. The patient was sent to the intensive care unit (ICU) and ventilated. The patient was unstable and unresponsive, and later expired due to the complications. The patient's heart was no longer able to provide sufficient output on its own, and the patient was no longer able to survive without a heart support system. The device is expected to be returned for analysis. It was further reported that the patient had an ejection fraction of >55% pre-procedure. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were observed. The shaft of the sheath and flush lumen were occluded with dried blood. A dilator was inserted, and water was injected to flush out the dried blood. Once the occlusion was removed, leak testing was continued. A steady flow of air was observed during aspiration testing. The device was dissected and examined under the microscope. Tears were found by the center slit of both external and internal hemostatic valves. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of air ingress and leak. The reported clinical observations were confirmed by the analysis results. Correction to the follow-up 1 MDR in block b1 adverse event/product problem.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure the patient experienced air embolism, cardiac arrest, and cardiogenic shock. After the transseptal puncture the farawave catheter and faradrive sheath were inserted into the patient. The sheath was aspirated, and some air was noticed in the sheath shaft and in the aspiration syringe. The air was aspirated out and the patient had no symptoms at that time; however, about two minutes later the patient suffered cardiac decompensation and required resuscitation. An echocardiogram ruled out pericardial effusion and aortic puncture, though severe 3-vessel coronary heart disease was detected. Extracorporeal membrane oxygenation (ECMO) and a percutaneous ventricular assist device were used during resuscitation to support circulation. The patient was resuscitated for a total of two and a half hours. The procedure was cancelled due to the complications. The procedure had been conducted with local anesthesia rather than sedation for the patient. The patient was sent to the intensive care unit (ICU) and ventilated. The patient was unstable and unresponsive, and later expired due to the complications. The patient's heart was no longer able to provide sufficient output on its own, and the patient was no longer able to survive without a heart support system. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.